Event description:
A caller reported an issue related to a cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided comprehensive instructions for a pump reset and guided the caller through the process. Following the reset, the issue did not reoccur, and the caller was able to successfully start their sensor session.